Manufacturer narrative:
Report confirmed. The device was tested and the max temperature was measured to be 188.24°f. The likely cause of failure could not be determined. There is no evidence that any other failures during the analysis were found that may have contributed to this event. It was also noted that the motor has losing power and the withstand voltage is out of the specified value. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of overheating. No patient impact reported. Repair request escalated to a product event based on reason for return. On follow-up, it was confirmed that there was no patient or staff impact.